Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the iliac vein. Following stent implantation, a 16-6/5.8/75 xxl esophageal balloon catheter was selected for post-dilatation. However, it was noted that the balloon had a hole and it ruptured before applying pressure. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.